Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable investigation ¿ evaluation a review of the complaint history, documentation, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device were conducted during the investigation. The device was not returned therefore, visual inspection of the complaint device could not be completed. Cook could not complete a review of the device history record (DHR) due to lack of lot information from the complainant. A search was conducted for all devices with the reported rpn sold in canada from 01jan2016 to 10feb2019 and was able to narrow the lot number to 9 possibilities. The investigation reviewed complaints from those 9 lots and was unable to identify the complaint device or complaint device lot. Therefore, there is no evidence to suggest all items in the lot or similar devices in house or in the field are non-conforming. Cook has concluded that sufficient controls and inspections are in place to prevent the release of non-conforming product related to the reported failure mode. Based on the information provided, no device returned and the results of the investigation, the most probable cause is unintended use error caused or contributed to event. The appropriate personnel have been notified. Per the quality engineering risk-assessment no further action is required. Cook will continue to monitor for similar complaints. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: unknown. Initial reporter also sent report to FDA: unknown. PMA/510(k) #: pre-amendment. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane gastrojejunostomy catheter set was used in a (B)(6) female patient. This patient has significant health issues since birth. As reported mother reports the patient unintentionally pulled the device partially out exposing the ¿locking pigtail and string that locks the locking pigtail visible¿. Mother reported to clinician she was able to continue to use the device without adverse effects. As reported, when patient and mother arrived for replacement, they were informed ultrathane gastrojejunostomy catheter set was no longer available at the facility. The device was replaced with a competitor¿s product and patient experienced undesirable results. After 10 months from the first exchange, a second ultrathane gastrojejunostomy catheter set was placed successfully. As reported, the patient did not experience any adverse effects.